Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. It was discovered when the physician opened up the battery pocket that the ipg had flipped over. The patient was doing well postoperatively and the ipg will not be returned due to hospital policy.